Manufacturer narrative:
.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reported to bfarm: premature wear/destruction of inlay after less than one year. Change of inlay/cup. Update oct 24, 2017 records reviewed. After conferring with product analyst, added cup to complaint for malposition and liner-cup disassociation. Complaint updated on: nov 21, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Device history lot: 628505. Device history review: no anomalies or deviations were found during the review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: customer reported to (B)(6): premature wear/destruction of inlay after less than one year. Change of inlay/cup. Update (B)(6) 2017 records reviewed. After conferring with product analyst, added cup to complaint for malposition and liner-cup disassociation. Complaint updated on: (B)(6) 2017 / / investigation method: / / investigation summary: update (B)(6) 2017: additional information received suggests the inlay fractured along with being worn. Reportability has been updated. (B)(6) 2017.